Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 48 mg/dl. Reportedly, customer tends to run low. However, the cause was unknown. Customer addressed bg with carbohydrates.